Manufacturer narrative:
Customer is not returning the device for evaluation. Therefore, it will not be forwarded to the manufacturing site. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that "clinic is experiencing ongoing issues with the cart and the monitor, resulting in screens blacking out during the procedure and causing the procedure to stop." No negative impact in state of health reported. Based on the information that the reported issue caused the procedure to stop; the event is deemed reportable.